Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of vasoactive medication, the channel alarmed for ¿channel error¿ and would not infuse. The device was replaced, taken out of service and the infusion restarted on another channel. The facility¿s biomed evaluated the device; the iui connectors were replaced and a preventative maintenance was completed.